Event description:
It was reported that during a stenting treatment procedure, stent deployment issues were encountered. The lesion being treated was located in a mildly tortuous, mildly calcified, 40% stenosed femoral artery. The vessel was pre-dilated. The lesion was difficult to cross with the magic wallstent d 6.0. The stent was deployed and the stent would not release from the delivery device. While removing the device, the distal marker band separated from the retrieval sheath. The physician was able to remove the entire system as a unit with the marker band. No pt injuries or complications were reported. The pt's status was reported as "fine."